Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/28/2016. Date of follow-up report: 04/13/2016. One used lf1537 device was received for evaluation. The investigation found the latch did not function properly and could not be used to open or close the jaws. Further examination identified the cause of this issue to be due to latch tines inside the handle body that were broken, and may have occurred during the manufacturing process. Since the manufacture of this lot, additional components have been added to the ergonomic fixture to prevent breaking during cycling on the manufacturing line. In addition, training was conducted with the assembly operators. A review of the device history records for this lot found no potentially contributing entries to this issue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handle and jaws became locked during the procedure. The jaws were removed from the patient's tissue by additional resection. There was no injury to the patient.